Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume event (indicates that the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) while performing the therapy on the homechoice (hc) device. The drain volume was 3325ml and the largest prescribed fill volume was 1700ml.the care giver stated that the home patient did not present any symptoms, nor receive medical treatment at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in oct 2010. The device was not received for evaluation; therefore, a device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.